Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2007 - patient was diagnosed with incarcerated incisional hernia, thereby underwent open repair with the implant of kugel patch. Per operative notes, ¿the hernia sac was dissected, and a kugel patch was then placed into the preperitoneal space using sutures.¿ on (B)(6) 2024 - patient underwent revision surgery with displaced mesh seen on CT scan. (Note: no operative notes were provided). Attorney alleges that the patient had pain, hernia recurrence, mesh migration, and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name and PMA/510(k). Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, post implant of kugel patch, patient was diagnosed with seroma and abdominal pain thereby underwent repair. The instructions-for-use supplied with the device lists seroma as a possible complication. . Corrected fields: d1 (brand name), g4 (PMA/510(k)) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: on (B)(6)2007: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2007 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of kugel patch. Per operative notes, ¿the hernia sac was dissected and a kugel patch was then placed into the preperitoneal space using sutures.¿ on (B)(6)2007 - patient had epigastric abdominal pain. In CT scan, it was identified that the patient had ventral abdominal wall fluid collection. On (B)(6) 2009 - patient had wound infection after two months of hernia repair surgery. (Note: no operative notes were provided for the hernia repair surgery performed before 2 months) attorney alleges that the patient had pain, hernia recurrence, mesh migration and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum #1: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name and PMA/510(k)). Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, post implant of kugel patch, patient was diagnosed with seroma and abdominal pain. The instructions-for-use supplied with the device lists seroma as a possible complication. Addendum #2: h11: this supplemental emdr is submitted to correct event description. Per medical records review, post implant of kugel patch, patient was diagnosed with infection, seroma and abdominal pain. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device.¿ updated fields: a4, b4, b6, b7, d4 (UDI no), g3, g6, h2, h6, h10, h11 corrected fields: b5 (event description) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.